Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: lumbar 4/5 spinal stenosis please describe the type of procedure or technique used: lumbar posterior surgery it was reported that on (B)(6) 2018, the set screw was damaged. The device did not break. Product came in contact with the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: analysis revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. If information is provided in the future, a supplemental report will be issued.